Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer found physical damage on a bipolar instrument and swapped it out to continue the procedure. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that the broken instrument was a da vinci product. The damage was clarified to be on the cable, the damage did not result in a fragment falling into the patient or any patient injury. The customer was unable to provide information on the instrument but confirmed it would be returned.